Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain and weakness. The patient was put on antibiotics.

Event description:
It was reported that the patient was having pain and weakness. The patient was put on antibiotics.